Manufacturer narrative:
This supplemental is being filed to update the e1: initial reporter email, d6b: explant date and h6: impact code.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This crt-d remains in service. Additional information indicated that the infection was originated from intravenous drug use. The crt-d was found to have a vegetative growth on the tricuspid valve. No additional adverse patient effects were reported. This crt-d remains in service. Additional information indicated the explant date of the crt-d and was received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This crt-d remains in service. Additional information indicated that the infection was originated from intravenous drug use. The crt-d was found to have a vegetative growth on the tricuspid valve. No additional adverse patient effects were reported. This crt-d remains in service. Additional information indicated the explant date of the crt-d and was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This crt-d remains in service.